Manufacturer narrative:
14 fr x 25 cm introducer and 14 fr dilator were returned. No damage was noted on the dilator. The introducer was inspected and no abnormalities were reported on the valve diaphragm or tip. However, a kink was noted on the introducer. The cause of the difficult/unable to insert pump through introducer issue was related to the sheath kink, based on the returned product. However, the cause of the sheath kink issue was not determined without sufficient clinical details. The introducer kit passed all inspection checks.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. The staff encountered delivery issues during impella placement ¿ unable to pass through introducer. The pump was eventually weaned and explanted, and no patient harm has been reported.